Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The customer reported complaint was confirmed. The probable root cause is due to the defective downstream occlusion(dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the pump had "negative pressure error" while in use with the patient. There was no reported patient harm.

Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. The customer reported issue was confirmed during the functional testing. The cause of the reported issue was due to cut-off pressure outside of specification. The downstream occlusion (dso) sensor needs to be recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.